Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that they have not used the neurostimulator since (B)(6) 2025 because the stimulation felt too intense, even when turned down and they used a cane instead. Pt stated that their pain has worsened and they would like to resume using the scs device. They recently attempted to charge the ins but were unable to do so. They stated that they were unsure whether the device was malfunctioning. Agent instructed the patient to reset the controller and clean the connections. Pt stated that they had already completed these troubleshooting steps. Agent then instructed the patient to charge the ins, but the patient reported that a no device found message appeared on the screen and when they pressed recharge a "connect the recharger" screen would display. Agent asked the patient to unplug the recharger, clean the connections, and plug it back in; however, the message continued to display. While obtaining the recharger serial number, agent determined that the patient was not using the correct cord. Pt then stated that they were unable to locate the recharger. Agent sent a request to repair to replace the recharger.